Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the time was off on her insulin pump and she had a bolus history anomaly. Customer stated that she did not enter her blood glucose for those boluses in the bolus history. Customer was explained that she has to tell the pump what to do to help her and if she is not bolusing for the food she consumes or the blood glucose she has, the pump cannot give insulin, which is more than likely why her blood glucose is high. Customer stated that her blood glucose was 87 mg/dl. Customer checked again and it dropped to 79 mg/dl. Customer treated with orange juice. Customer stated that her blood glucose was reading 66 mg/dl on her meter. Customer stated that she used her daughter's meter and it read 90 mg/dl. Customer was advised not to reconnect at the quick release and bolus. Customer understood. Customer stated that she will monitor her blood glucose.